Manufacturer narrative:
Analysis of historical records: orthofix (B)(4) checked the internal records related to the controls made on the (B)(4) lot v1309746 (lot laser-marked on the component code (B)(4) before the market release. No anomalies have been found. The original lot, manufactured in 2012, was comprised of (B)(4). All of them have already been distributed to the market. According to orthofix (B)(4) historical records, no other notifications have been received on this specific device lot. Technical evaluation" the returned device, received on may 4, 2017 was examined by orthofix (B)(4) quality engineering department. The device was subjected to visual check as per orthofix (B)(4)design and product specifications. The visual check confirmed that there is a fracture in the carbon body of the device, in correspondence of the distractor locking bolt on the ulnar body code (B)(4). The dimensional check confirmed that the device was conforming to orthofix (B)(4) design specifications. It was not possible to perform the functional check as the device is broken. The device was then sent to an external laboratory for further investigation. The results of the chemical, mechanical and failure analysis performed by an external laboratory on the device, evidenced the following: the analysis of raw material confirms its conformity to specifications. The microstructure is characterized by intermetallic compounds, indicating an ageing treatment. It must be pointed out that a remarkable elongation of the microstructure was observed. These conditions render this material particularly prone to intergranular corrosion. Presence of chlorine ions have been found on the device. These chloride ions may result from detergent used for decontamination and typically promote and accelerate corrosion. The breakage surface shows a predominantly intergranular morphology. In particular, exfoliation is noticed, which is typical of aluminium alloys with strongly elongated microstructure as in this case. The frame induced mechanical stress, causing the rupture on the maximum stress direction. Orthofix failure analysis can conclude that the breakage of the device involved could be attributable to a stress corrosion cracking, due to the type of detergent used to decontaminate the device. Medical evaluation: the information made available on the case, together with the results of the technical analysis, was sent to our medical evaluator. Please find below an extract of the medical evaluation: 18 may 2017" "a (b)((6) male patient was having an elbow fixator applied to treat a fracture. It was found that one of the articulating joints was damaged, with a piece broken off the side, and associated damage to the fixator body nearby. No other fixator was available, and this one was useable and so was used. Eight days later the fixator was removed and a plate and screws used to fix the fracture. The patient is doing well. It seems to me from the images that the fixator has been damaged by some unspecified external forces, and the story is as far as I can tell that the device was found to be in this state when the package was opened, so in this case the breakage did not occur when it was applied to the patient. I note that the bolt is missing. Also, the fixator was left in situ for 8 days, and was then changed for internal fixation. We need to ask the hospital if this was a planned change of treatment, or if it only happened because the fixator was damaged. I think that it is possible that this was a planned change of treatment, and that the fixator performed as expected for the 8 days that it was in situ. I also think that it is likely that the fixator was damaged during a previous application or during the processing. In this case the device was found to be broken before it was used. We also need to ask how these devices are reprocessed and what liquids if any are used to clean them. On the evidence presented this fixator has been damaged at some stage during reprocessing, and this should have been recognised and the fixator discarded. If this is the case, the failure is in the systems in the hospital for checking equipment prior to sterilisation, and not in the device. In this case the device was found to be broken prior to use, and we have no evidence of chloride or other ions on the broken surface. If in this case the fixator was broken during reprocessing, it should have been discarded prior to sterilisation." (B)(6) with the outcome of the technical investigation: "the report in this incident is now very clear and shows that the device had been damaged structurally by incorrect decontamination. Presumably this resulted in the device becoming more fragile and this contributed to the breakage that was discovered when the device was unpacked. The evidence remains that the device was found to be damaged when it was unpacked, before it was applied to the patient. The damage was such that it was possible to use the device as intended until the treatment was changed to internal fixation after 8 days. I wish to add my comments that: the treatment anticipated with this fixator could still be performed the fixator was damaged in processing, not in use on the patient, and should have been discarded prior to this application. The detailed report shows that the device had been exposed to chloride ions during processing, and this is contraindicated as stated in pq_isp. The report concludes that the device suffered from stress corrosion cracking, and I agree with this." Final comments: the results of the technical evaluation can conclude that the breakage of the device involved could be attributable to a stress corrosion cracking due to the type of detergent used to decontaminate the device. The medical evaluation evidenced as follows: "the report in this incident is now very clear and shows that the device had been damaged structurally by incorrect decontamination. Presumably this resulted in the device becoming more fragile and this contributed to the breakage that was discovered when the device was unpacked." Based on the evidences deriving from the technical evaluation, orthofix (B)(4) can assume that some precautions listed in the pq gal -orthofix® galaxy fixation system instruction leaflet may not have been observed. Please find below an extract of the applicable document, ref: pq gal section "cleaning, sterilization and maintenance": aluminium based instruments are damaged by alkaline (ph>7) detergents and solutions; anodised coating is damaged by detergents with free halogen ions or sodium hydroxide; detergents and disinfectants with fluoride, chloride, bromide, iodide or hydroxyl ions must not be used. Orthofix would like to remind the importance of strictly following the instruction reported on cleaning and sterilising the product. Orthofix (B)(4) continues monitoring the devices on the market. (B)(4).

Event description:
The information provided by the local distributor indicates: hospital name: (B)(6); surgeon's name: dr. (B)(6); date of initial surgery: (B)(6) 2017; body part to which device was applied: na; surgery description: fracture treatment. Patient information: (B)(6) male, height 185 cm; previous health condition: good. Problem observed during: clinical use on patient/intraoperative. Type of problem: device functional problem. Event description: when we want to use the product, it was broken at one point. We used it because we have only one set with a sterile product. The complaint report form indicates: the device failure had no adverse effects on patient; the surgery was completed with used device; the event did not lead to a clinically relevant increase in the duration of the surgical procedure; an additional surgery was not required; a medical intervention (outpatient clinic) was not required; copy of operative reports is not available; copy of x-ray images is not available; patient current health condition: patient is ok. On may 11, 2017, orthofix (B)(4) received the following additional information on the event: the hinge was mounted on the patient on (B)(6) (not (B)(6) as initially stated) and removed (B)(6) 2017. After removal of the hinge, fixation with plates and screws was used with extra anaesthesia. Hinge was bought by the hospital in (B)(6) 2016. They could not confirm when hinge was used for the first time. Cleaning was according instructions supplied by orthofix. Manufacturer reference number: (B)(4). Distributor reference number : (B)(4).

Manufacturer narrative:
Analysis of historical records: orthofix (B)(4) checked the internal records related to the controls made on the device code 93410 lot v1309746 (lot laser-marked on the component code 934110) before the market release. No anomalies have been found. The original lot, manufactured in 2012, was comprised of (B)(4) units. All of them have already been distributed to the market. According to orthofix (B)(4) historical records, no other notifications have been received on this specific device lot. Technical evaluation: the device concerned was received by orthofix (B)(4) on may 4, 2017. The technical evaluation on the returned device is currently on going. Medical evaluation: the information available on the case was sent to our medical evaluator. A preliminary clinical evaluation was performed and will be finalized once the results of the technical evaluation are available. As soon as the results of the investigation are available, orthofix (B)(4) will provide you with a follow up report. Orthofix (B)(4) continues monitoring the devices on the market.

Event description:
The information provided by the local distributor indicates: - hospital name: (B)(6). - surgeon's name: dr. (B)(6). - date of initial surgery: (B)(6) 2017. - body part to which device was applied: na. - surgery description: fracture treatment. - patient information: (B)(6), male, height (B)(6); previous health condition: good. - problem observed during: clinical use on patient/intraoperative. - type of problem: device functional problem. Event description: when we want to use the product, it was broken at one point. We used it because we have only one set with a sterile product. The complaint report form indicates: - the device failure had no adverse effects on patient. - the surgery was completed with used device. - the event did not lead to a clinically relevant increase in the duration of the surgical procedure. - an additional surgery was not required. - a medical intervention (outpatient clinic) was not required. - copy of operative reports is not available. - copy of x-ray images is not available. - patient current health condition: patient is ok. On may 11, 2017, orthofix (B)(4) received the following additional information on the event: -the hinge was mounted on the patient on (B)(6) (not (B)(6) as initially stated) and removed (B)(6) 2017. -after removal of the hinge, fixation with plates and screws was used with extra anaesthesia. -hinge was bought by the hospital in november 2016. They could not confirm when hinge was used for the first time. -cleaning was according instructions supplied by orthofix. (B)(4).